Event description:
It was reported that there was no flow through the pads. During the temperature management therapy, the arctic sun device showed no water flow. After they changed the machine, they find out that there was a problem with the pads not with the machine. Per follow up information received via mail on 06feb2024, there was no injury and no medical intervention. They thought that the arctic sun is broken as it was reporting no water flow during the hypothermia therapy. So, they have changed the device and again was showing no water flow. They have changed the gel pads, and the problem was solved. After this they called me that there was a problem with the arctic gel pads not with the device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section.". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It has been reported that there was no flow through the pads. During the temperature management therapy, the arctic sun device showed no water flow. After they changed the machine, they find out that there was a problem with the pads not with the machine. Per follow up information received via mail on 06feb2024, there was no injury and no medical intervention. They thought that the arctic sun is broken as it was reporting no water flow during the hypothermia therapy. So, they have changed the device and again was showing no water flow. They have changed the gel pads, and the problem was solved. After this they called me that there was a problem with the arctic gel pads not with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.